Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the implantable cardiac monitor, an alert stating 'this transmission could not be operated via merlin.net' displayed. Further review revealed that the device exhibited a parameter out of range error. No device intervention was reported. Patient was stable and will continue to be monitored.

Event description:
New information received notes that a data transmission was successfully performed on (B)(6) 2019. The patient presented in clinic on (B)(6) 2019 and no other issues were noted.